Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that his infusion set fell out. He was in the shower today and his infusion set just fell out. Customer inserted the infusion set on sunday. Customer states alleges the infusion set fell out due to a defect in the adhesive and also wearing it for 3 days. No adverse event alleged. Device not available for return. Lot not provided.